Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system experienced muscle stimulation in all vectors of the left ventricular (lv) lead except one. Additionally, the lv lead exhibited high pacing thresholds. As a result, the physician decided to program the system to operate with the right ventricular (rv) lead only, turning off the lv lead therapy. Subsequently, concerns arose regarding markers indicating lv pacing, and technical services (ts) clarified the cause and provided reprogramming recommendations. No additional adverse patient effects were reported. This lv lead remains in service.